Event description:
It was reported that the patient experienced chronic pain with an inflatable penile prosthesis (ipp) that did not perform as intended. A surgery was performed to remove the ipp. The patient had a stable outcome following the surgery and was set to recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.